Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that percutaneous transluminal coronary angioplasty was performed in the predilated, mildly calcified, mid right coronary artery through the femoral access site. A distal edge dissection was noted after the 3.0x23 xience prime stent was deployed in the target lesion. The dissection was covered with a 3.0x12 xience prime stent. There was no adverse patient sequela. No additional information.